Event description:
It was reported that a cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the caller to inspect the pump and pneumatic tap area, confirm the presence and condition of the cartridge o-ring, and clean the pneumatic tap area with an alcohol wipe or lint-free cloth.